Manufacturer narrative:
(B)(4). Lot number, catalogue number; (B)(4); expiration date: 2/2018. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was provided that: patient underwent revision surgery on (B)(6), 2015. The implant was removed and the patient was converted to a fusion and further decompression per the patient's request. The explanted device appeared as it did when implanted. There were no complications or delays during the revision surgery.

Event description:
It was reported that a prodisc-c implant patient is experiencing pain post-operatively. It was reported that the patient was implanted with the prodisc-c on (B)(6) 2015. On an unknown date, the patient began experiencing pain. The surgeon contacted synthes engineering in order to gain better understanding as to why the patient may be experiencing pain. There are currently no plans to perform a revision surgery. There are no x-rays available for synthes evaluation. This report is for one unknown prodisc-c implant. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An evaluation of the product was completed: all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. The polyethylene insert showed signs of iatrogenic damage. The backside surface of the superior endplate had one small remnant of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The articulating surface of the superior endplate had evidence of biofilm. Machining marks were observed on the articulating and backside surfaces of the polyethylene inlay. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 09.820.045s, prodisc-c implant large 5mm-sterile, lot number 7632148). The returned prodisc-c implant showed slight iatrogenic damage. No design related issues could be identified on the returned device. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. Pain is listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. There is not enough information available to determine a cause or hazard for the pain reported. One possible rationale for post-surgery pain could be related to surgery technique. The disc is considered the primary source of pain for degenerative disc disease, and a complete discectomy is essential for a successful disc replacement procedure. The prodisc-c technique guide states: ¿performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery.¿ based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An exponent final report was performed. Based on manufacturer¿s investigation, results are as follows: "evidence of a biofilm on the articulating surface of the superior endplate." "Evidence of machining marks on the articulating (top) and backside (bottom) surfaces of the polyethylene inlay. The evidence of biofilm further indicates post manufacturing use of the product. The reported machining marks are within visual requirements specified for the inlay component product. Therefore, the exponent final report contains no additional information indicating that the manufacture of the reported product is relevant to the complaint condition reported as adverse event: no reported product problem. A manufacturing investigation was performed: the reported product prodisc-c implant large 5mm-sterile, p/n 09.820.045s involved in (B)(4) was returned to depuy-synthes. The reported product was returned at three (3) pieces. The etched lot number on one (1) piece and the DHR for the product indicates that it is prodisc c, size l, inferior plate. The etched lot number on the second piece and the DHR for the product indicates that it is prodisc c, size l. The etched lot number on the third piece and the DHR for the product indicates that it is prodisc c, inlay large, 5 mm. The inlay component, which normally assembled into the inferior plate component, has been removed from its normally assembled condition indicating post manufacturing damage or use. The prodisc, sixe l, superior plate exhibits visible marring of the front surface of the keel feature and the outside edge of the polished bearing socket feature of the part indicating post manufacturing damage or use. The prodisc, size l, inferior component exhibits visible marring on the front edge of the inlay slot feature of the part that is indicative of post manufacturing damage or use. The front surface of the midline keel of the inferior plate component exhibits what appears to be a remnant of bone or other tissue that is indicative of post manufacturing use. The prodisc, inlay, large, 5mm inlay component exhibits disassembly from the inferior plate component. The prodisc, inlay, large, 5mm inlay component exhibits marring of the ball bearing surface of the part, as well as, marring visible on the surface outside of the bearing surface of the part indicating post manufacturing damage or use. The prodisc, inlay, large, 5 mm inlay component also exhibits marring of the tab feature that holds the inlay component within the inferior plate component after assembly. Damage to all surface and features of the components parts are indicative of post manufacturing disassembly, damage, and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. This report is for one unknown prodisc-c implant. Part and lot number are unknown. Without this information a UDI number is also unavailable. As of this report date, the subject device remains implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.